Event description:
A ruptured breast implant of an undisclosed side was identified during a physical exam. As a result, the patient underwent implant exchange with mentor gel implants on (B)(6) 2025. The suspect device was reported as an allergan implant. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).